Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead.

Event description:
A consumer reported the rubber cover/grommet broke off of the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.